Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. E1: (B)(6).

Event description:
It was reported that the device battery was dead. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repairs were noted within the last 12 months. The error history log was not provided. We are unable to determine a probable cause for the customer report of dead battery as the device was not returned for evaluation.